Event description:
A report was received that the patient was not getting proper stimulation where she need it. The patient underwent a revision procedure wherein the lead was explanted, and new leads were implanted. The physician suspected device malfunction with the explanted lead due to high impedances noted. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was not getting proper stimulation where she need it. The patient underwent a revision procedure wherein the lead was explanted, and new leads were implanted. The physician suspected device malfunction with the explanted lead due to high impedances noted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm) additional information was received that during the patient¿s revision, the splitter was also explanted. Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 16 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter passed visual, electrical, photographic and electrical tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics

Event description:
A report was received that the patient was not getting proper stimulation where she need it. The patient underwent a revision procedure wherein the lead was explanted, and new leads were implanted. The physician suspected device malfunction with the explanted lead due to high impedances noted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction with the explanted lead splitter.

Manufacturer narrative:
(B)(4)